Event description:
It was reported that the customer experienced weak signal and lost sensor alerts with his sensor. The customer stated that when he wears his insulin pump on one side of his body and the sensor on the other, he will experience this issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.